Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 306546 and lot number 1336938. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. H3 other text : see h10.

Event description:
It was reported while using bd posiflush¿ normal saline syringe, in 10 ml syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that syringe packaging is not sealed correctly. The problem is that the plastic packaging that the syringes are in is not fully sealed on the plunger end. When we prime the syringe within the package, the fluid leaks out from the bottom due to the poor seal.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1169536. Medical device expiration date: 30jun2024. Device manufacture date:18jun2021. Medical device lot #: 1229611. Medical device expiration date: 31aug2024. . Device manufacture date:17aug2021. Medical device lot #: 1203817. Medical device expiration date: 31jul2024. Device manufacture date: 22jul2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd posiflush¿ normal saline syringe, in 10 ml syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that syringe packaging is not sealed correctly. The problem is that the plastic packaging that the syringes are in is not fully sealed on the plunger end. When we prime the syringe within the package, the fluid leaks out from the bottom due to the poor seal.